Event description:
During product service by a service technician, a flo-gard infusion pump was found to have presented a low battery alarm. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was serviced on-site by a service technician. This is an ancillary service event. Visual inspection, functional testing, a review of the alarm log and battery testing were performed. Visual inspection and the review of the alarm log revealed that the device had presented a low battery alarm. The cause of the alarm was determined to be a depleted battery. To correct the condition, the main battery was replaced. The device was serviced to meet functional specification. Should additional relevant information become available, a supplemental report will be submitted.